Manufacturer narrative:
Product analysis: the hawkone was returned for analysis. The hawkone was connected to a cutter driver. No other ancillary devices were returned. Visual inspection. The hawkone was removed from the box and inspected. It was discovered the laser drilled coils showed a dent approximately 2cm from the cutter window. The cutter was positioned in the forward position of the distal assembly. The torque shaft was inspected under microscope and the hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where it appeared thicker and areas of the shaft were clear and smooth where to coating was either non-existent or thin. Functional testing: the torque shaft was run between two fingers and the surface varied between being smooth and rough throughout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone device to treat a 50mm slightly calcified, fibrous, lesion in the mid left sfa exhibiting 85% stenosis. The vessel was moderately tortuous and the diameter was 7mm.. A non-mdt sheath and a medtronic spider (7.0) wire were used during the procedure which was reported to have worked well. The IFU was followed during the procedure and no issues reported. It was reported that on removing the device from the patient and after the initial informal passes were completed, a clear gelatinous material was noted to be diffusely spread over the catheter shaft and the catheter felt rough after the material was wiped off. There was no evidence of embolisation and no patient injury was reported. The procedure was completed successfully without further complication.